Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an error message of "disk boot failure insert system disk and press enter" on the central control monitor (ccm). The device was not changed out. The customer postponed this case and other later cases. The surgical procedure was completely successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the day before this surgical procedure was scheduled, the perfusion team did some preliminary preparation and noticed that the ccm would not boot up correctly. An error message was posted: "disk boot up failure, insert system disk and press enter". With no back-up system available, and not able to boot-up the ccm, the decision was made to postpone the scheduled surgery and not to schedule additional cases until the ccm and system-1 was repaired. Thus the case was postponed prior to any anesthetic or surgical intervention. The delay in the scheduling of the procedure did not lead to patient harm. A back-up ccm was sent to the hospital and the procedure was scheduled and completed two days after the originally scheduled date. Additional procedures were and have been scheduled and completed after the back-up ccm arrived and was installed. The originally scheduled case was completed successfully, after the ccm had arrived and was installed.

Manufacturer narrative:
They are repairing the ccm at the hospital or subsidiary site.